Event description:
Terumo medical is now packaging their 10 ml syringes-ss10l- with luer lock tips without a sterile cap at the end of the syringe as they were previously manufactured and packaged. This is a major infection control issue from a nursing and pharmacy point of view. The cover was never intended to maintain sterility of the syringe once the outer package was opened, but the plastic luer lock cover definitely protected the integrity and tip of the syringe and thereby reduced the incidence of touch contamination. Home care nurses go into the home and pre-fill syringes for patients' use later in that day as well as rn's in skilled nursing homes draw up medication filled syringes in their med rooms and transport the syringes to the patient rooms since the patients do not have locked med boxes in each patient room. Now there is a very high risk for contamination and infection since the syringes no longer come with the covers attached to the syringes. As a health care professional, one can experct increased rates of infection with those indiviuals who have peripheral or central lines as venous access.